Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I couldn't feel it to remove. So I thought I already took it out. It was still in there for about 4 days before it was removed with string still attached [foreign body in reproductive tract] product seemed to be flat instead of puffed out [device physical property issue] case narrative: consumer reported via phone that the tampons were defective and she was unable to remove them. No serious injury was reported.